Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that gastrointestinal videoscope exhibited a b30 and e216 scope communication errors. The issue was identified during inspection for use and there were no reports of patient involvement.